Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; a button on her keypad was unresponsive during the rewind and prime sequence. The patient's blood glucose at the time of incident was 567 mg/dl. The customer did not report any symptoms associated with the hyperglycemic event and treated it with a manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.